Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter sated that the down arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings:no damage to the keypad cover was detected in a visual examination of the pump. During testing, all keypad buttons functioned properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast keypad button contacts.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings:no damage to the keypad cover was detected in a visual examination of the pump. During testing, all keypad buttons functioned properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast keypad button contacts.